Manufacturer narrative:
The customer cleaned the c701 probes with water rather than alcohol. The daily checklist for the analyzer states, "clean sample and reagent probes with alcohol." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The provided calibration and qc data were acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high ca2 calcium gen.2 results for 2 patients tested on a cobas 8000 c (701) module. For patient 1: the initial calcium result was 3.42 mol/l. On (B)(6) 2019 the same patient sample was retested twice on the same analyzer with calcium results of 2.35 mmol/l and 2.47 mmol/l. For patient 2: the initial calcium result was 5.26 mol/l. On (B)(6) 2019 the same patient sample was retested twice on the same analyzer with calcium results of 2.29 mmol/l and 2.50 mmol/l. It was unknown if the questionable results were reported outside of the laboratory. The calcium reagent lot was 412748 with an expiration date of 31-aug-2020.